Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. There was no impact to the customer's blood glucose level. The customer obtained an alternate usb cable and wall adapter and the pump charged successfully. A replacement adapter and usb cable were sent to the customer.